Event description:
It was reported that the patient presented to clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was reprogrammed and resumed normal function. The patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.